Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a display failure, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery compartment was observed to be cracked, and a test battery cap did not maintain power. A review of the device history indicated multiple pump reboots. A power loss occurred, and the pump could not be exercised for (B)(4) hours. During testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, contamination was found under all of the pump keypad button contacts. Unrelated to these issues, the keypad cover was peeling at the down arrow button. (B)(6).